Event description:
It was reported that the relion insulin syringe contained foreign matter. The following information was provided by the initial reporter: consumer reported found 1 syringe with a clear liquid that came out of syringe when moved plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-apr-2022. H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that one syringe has a clear liquid that came out of syringe when plunger was moved. The returned syringe was tested and exhibited a small clear droplet come out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 1263466. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A definitive root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the relion insulin syringe contained foreign matter. The following information was provided by the initial reporter: "consumer reported found 1 syringe with a clear liquid that came out of syringe when moved plunger".